Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient's infusion set came off during use on (B)(6) 2024. The blood glucose level of the patient at the time of event was 250 mg/dl. The infusion set was used for one day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.